Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were within range and a general reagent issue could not be identified. The customer was not sure whether they followed the package insert surrounding sample handling.

Event description:
The customer alleged they received questionable adrenocorticotropic hormone, corticotropin (acth) results on their e-module when compared to diasorin liaison and scantibodies methods. The customer alleged the results from the e-module were lower and did not "fit to the clinical picture and to additional clinical examination." Sixty one (61) patients were involved in this event. Twenty two (22) of these patients had discrepant results which were reported outside of the lab. This medwatch report is being filed for one of the 22 patients, date of event (B)(6) 2014. Refer to medwatch with patient identifier (B)(6) for the additional 21 patients, date of event (B)(6) 2014. The patient's acth result with the elecsys method was 4.0 pg/ml. The sample was tested with the scantibodies method and the result was 56 pg/ml. The customer stated "the corticotropin-releasing hormone-test additionally ordered by the physician (crt-test) was therefore not performed". The patient had a CT scan of the suprarenal gland performed without pathological findings. The patient was not adversely affected by this event. The acth reagent lot number was 176082 and expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).